Manufacturer narrative:
The insulin pump was received with cracked battery tube threads, cracked reservoir tube lip, cracked display window corner, cracked lcd window, scratched lcd window and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the insulin pump had a crack on the case. The device was not dropped or bumped. The drive support cap did not appear to be damaged. No car accident. Crack was noted on battery compartment. Customer's blood glucose was 209 mg/dl. No further information reported.